Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on monday, (B)(6), while the patient was at work (she works in a factory on a production line), she felt a very strong stimulation (which paralyzed her) for about 30 minutes. During this time, she was unable to interrogate their implanted neurostimulator (ins) with her patient controller to stop the stimulation (the ins was impossible to interrogate: the remote controller indicated a communication that remained blocked at 19% despite several attempts). The patient eventually managed to lower her intensity after leaving her work environment. There was maybe magnetic interference in the workplace. The patient's employer indicated that they had conducted research, and their conclusions were as follows: on the line where the patient works, they have identified a motor equipped with a frequency inverter, which can increase or decrease the speed of the belt on which the products circulate. This type of equipment can generate electrical harmonics. However, their impact remains limited, as the engine is equipped with filters. Moreover, at the time of the incident, the patient was about three to four meters from the engine, which led them to rule out this hypothesis as a probable cause of the malfunction. There have been no changes in practices in the workshop either or modifications/repairs on the machines. The manufacturer representative (rep) saw the patient today to interrogate their ins. The interrogation showed no anomaly except for an electrode on the lead that was out of order (electrode 3 / high impedances of 40000) but which was already known before. We tested the stimulation and restarted the ins today. Everything was ok, with a good feeling of the patient today. No further particular actions besides restarting the stimulation. The issue has been resolved. Additional information was received. The high impedances have been known since (B)(6) 2026. The patient came to the center that day to see her nurse and it was on that day that they highlighted that electrode 3 was out of order. The rep was only aware of the issue on (B)(6) 2026, the day of the adjustment consultation with the patient. The information was confirmed by the physician. Additional information was received. The cause of the high impedances was not determined (no particular accident or fall) and this is not considered to be related to the interference experienced by the patient (because the setting at the time of the incident did not use the out-of-service electrodes¿).

Manufacturer narrative:
G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.